Manufacturer narrative:
B5 event description updated.

Event description:
Champion af study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device with delivery system (wds) was implanted with a complete seal and deployed device diameter of 21.0 mm. The patient was discharged with a prescription of aspirin and 5mg apixaban, an anticoagulant. On (B)(6) 2021, 128 days post procedure, the patient underwent a routine four month follow up transesophageal echocardiogram (tee). The tee revealed a laminar, non mobile thrombus measuring 1.8cm x 1.9cm on the atrial facing surface of the closure device. It was noted that no thrombus was observed in the left atrium and there was no evidence of pericardial effusion, atrial septal shunt, or aortic atheroma. The patient was prescribed an oral anticoagulant and another tee is expected to occur in late (B)(6) 2022. No further patient complications were reported. At the time of reporting, the event was ongoing. It was further reported that on (B)(6) 2021, the core lab 4-month imaging and tee assessment revealed a thrombus that measured 0.6cm2.

Event description:
(B)(6) study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device with delivery system (wds) was implanted with a complete seal and deployed device diameter of 21.0 mm. The patient was discharged with a prescription of aspirin and 5mg apixaban, an anticoagulant. On (B)(6) 2021, 128 days post procedure, the patient underwent a routine four month follow up transesophageal echocardiogram (tee). The tee revealed a laminar, non mobile thrombus measuring 1.8cm x 1.9cm on the atrial facing surface of the closure device. It was noted that no thrombus was observed in the left atrium and there was no evidence of pericardial effusion, atrial septal shunt, or aortic atheroma. The patient was prescribed an oral anticoagulant and another tee is expected to occur in late (B)(6) 2022. No further patient complications were reported. At the time of reporting, the event was ongoing.